Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event of peritonitis. Treatment rendered for the event was not reported. At the time of this report, the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient is recovered. Should additional relevant information become available, a supplemental report will be submitted.